Event description:
Rn reports home patient experienced a pin hole leak in the tubing of the transfer set near the white sleeve after 6 months of use. Per rn, a transfer set change was performed after the leak was noted. Patient was in hospital and taking antibiotics for an unrelated reason at the time the leak occurred. No patient injury resulted from the leak per rn.